Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person, contact office - mfg site), g3, g6, h2, h3, h6 ( health effect - clinical, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d4 (unique device identifier). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced vacuum filter but still auto fill failure due to low vacuum is coming. Safety disc po is waiting from customer side. Checked and found iab may require maintenance message where vacuum inlet filter need to cross check which will be done shortly, also it is observed that safety disk has crossed the period for which it was designed to work which needs replacement , quotation will be sent soon for safety disk. Three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is displaying an alarm message "iab may require maintenance" . There was no patient involved.